Event description:
It was reported that the anesthesia workstation generated several technical error codes indicating ventilation control error, safety valve open, apl pressure exceeded. Moreover, the anesthesia workstation generated alarms indicating high continuous airway pressure and high airway pressure. There was no patient harm reported. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The anesthesia machine was investigated on site by our field service engineer (fse). The inspiratory pressure transducer printed circuit board (pcb) was found to be defective and the fse solved the reported failure by replacing it. The replaced inspiratory pressure transducer pcb was returned for further investigation. It was investigated, tested and passed all functional and safety tests. It was long term tested in a reference system without any issues. The received device logs confirm the reported issue but the reported issue could not be reproduced. We have not been able to determine the true cause of the pressure transducer issue.